Event description:
Info received indicates the bed has no ground.

Manufacturer narrative:
The technician found the ground pin missing from the power cord and replaced the power cord to repair the bed.